Manufacturer narrative:
An event of "valve was unable to parachute" was reported. A returned device assessment including a dimensional analysis of the valve could not be performed since the device was not returned. Also, the field indicated that there was alleged malfunctioning of the abbott device. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the inability to fit the valve into the annulus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 21mm epic supra valve was chosen for implant. There was resistance felt and the valve was unable to parachute down the annulus. The valve was not able to be completely seated on to the annulus. It was replaced with a 21mm non-abbott (inspiris) valve. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported to be in stable condition after the surgery.